Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the b2: outcomes attrib to adv event.

Event description:
It was reported that this right atrial (ra) lead was found out to be dislodged. The lead was surgically abandoned. Additional information obtained from the field which indicated that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was found out to be dislodged. The lead was surgically abandoned. No additional adverse patient effects were reported.